Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. There was no damage noted to the stent during the original procedure. Factors that may contribute to a fractured stent include, but are not limited to, damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices. It is possible that the fractured appearance was related to the stents open cell design and the expansion within patient anatomy. Without images to review, engineering cannot verify the reported stent fracture and it is possible that the stents fractured appearance is anatomically related; however, this could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and a query of the complaint handling database found there have been no other incidents for stent fracture reported for this lot. A conclusive cause could not be determined; however, based on the lhr review and similar incident results; there is no indication to suggest a product deficiency.

Event description:
It was reported that approximately two years after the xact stent was implanted in the left internal carotid artery, x-ray found a distal stent fracture. There were no adverse patient effects resulting from this fracture. There was no reported intervention. There was no additional information provided.